Manufacturer narrative:
Hamilton medical ag event reference number: (B)(4). The internal product investigation is still ongoing. As soon as the results are available, the manufacturer will submit an update of this report.

Event description:
The following were reported to hamilton medical ag: the hamilton-t1 device was not recognizing the ac power.

Manufacturer narrative:
Investigation outcome: reported was the ventilator not recognizing ac power. No patient involvement. The log file shows that the ventilator detected a loss of external power and after that the device continued running on the inserted batteries. This means the ventilator itself recognized that ac power was no longer available, so the problem was most likely in the external power supply path. Based on the investigation, the most probable causes are an improperly connected or defective power cord or plug, a defective power supply, a defective driver board, or a defective control board. As corrective action the power supply was replaced and solved the issue. This case is conisdered as closed.